Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 299 mg/dl. The bg level was addressed with a bolus. Reportedly, the user declined troubleshooting.